Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the o2 module. The unit was calibrated and safety tested to factory's specifications.

Event description:
Customer reported an issue with the dpm 5 monitor, which may have affected pt monitoring. No pt injury was reported.